Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting increasing impledance measurements. The lead was removed, an allegation of fracture was noted but could not be confirmed.